Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product ID non-medtronic product, product type: transeptal puncture kit product ID non medtronic product, product type: mapping catheter product ID non medtronic product, product type: sheath product ID non medtronic product, product type: catheter product ID non medtronic product, product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post operatively the patient experienced numbness and barre signs. It is unknown what treatments or interventions were given to the patient as they were transferred to another hospital. It was later reported that the patient made a full recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post a pulsed field ablation procedure, the patient reported feeling unwell. An magnetic resonance imaging (MRI) was carried out, which revealed cerebral infarctions in two locations. The patient was transferred to a different facility. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.